Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was hospitalized due to a suspected stroke, cerebral vascular accident. The patient experienced palpitations and weakness in the arms. A CT scan, computerized tomography scan, was performed and ruled out a bleed. The physician indicated that the patients worsening pathology contributed to the event. The patient underwent a full system explant to allow for an MRI, magnetic resonance imaging. The patient reported continued chest pains but is doing well post operatively.